Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Technical support recommended lead replacement. No intervention has been performed at this time. The patient was stable and will continue being monitored.